Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements from 94 ohms to a high out-of-range shock impedance measurement of 126 ohms. Isometrics were performed, and there was no myopotential noise. Shock impedance measurements were in the 90-ohm range, and sensing and pace impedance measurements were all normal and stable. This lead remains in service, and the patient will continue to be monitored. No adverse patient effects were reported.